Event description:
It was reported that the patient had a fractured catheter and experienced withdrawal; including muscle stiffness and discomfort. It was indicated that the patient was in the hospital for 3 days prior to catheter revision. It was noted that the catheter was replaced, as fluoroscopy indicated a severed catheter around t-8. Since the patient was without therapy for 3 days, it was indicated that the health care provider (hcp) kept the patient's dose at the previous infusion rate. The patient's outcome was unknown at the time of this report. It was uncertain what drug the pump delivered but it was believed to be lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8590-9 lot# n257990 serial#, implanted: 2012-03-20 explanted: 2012 (B)(6). Product type accessory. (B)(4).